Manufacturer narrative:
(B)(4). Revive se is not distributed in the u.s.; however, it is similar to the revive pv that is distributed in the u.s. The product is not available for evaluation and testing as it was discarded. (B)(6). (B)(4). Concomitant med products: 9f fubuki guide catheter, marksman microcatheter, penumbra thrombectomy device. (B)(6). (B)(4). Complaint conclusion: as reported via the (B)(6) study (patient (B)(6)), during a thrombectomy of an occlusion in the right middle cerebral artery (m1) of the internal carotid artery, a 4.5 mm revive se thrombectomy device (frs21452299/t10111) was deployed twice at the target lesion but the thrombus could not be removed and the patient later experienced a continued stroke with symptoms of altered consciousness, speech and sensory impairment, aphasia, and left-sided upper extremity hemiplegia. Prior to the index procedure, the patient¿s alberta stroke program early CT score (aspects) was 6, nihss score was 20, and tici was 0. The treatment vessel diameter of the proximal portion was 3.8 mm and the distal portion was 2.5 mm. There was reportedly no stenosis proximal to the occlusion. Percutaneous transluminal angioplasty (pta) was performed, but recanalization was not obtained. Tissue plasminogen activator (tpa) was not administered; however, another thrombectomy device was also used. The procedure was completed with a tici perfusion score of 0. The patient¿s nihss score was 20 which is indicative of a moderate to severe stroke. The patient¿s target cerebral infarction deteriorated on the following day, (B)(6) 2017. The patient was administered cilostazol on (B)(6) 2017. The patient¿s vessel was not calcified. The level of vessel tortuosity was unknown. The product will not be returned for analysis. No further information was provided. The product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Continued total occlusion is a known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, patient and procedural factors may have contributed to the event. Another thrombectomy device also could not achieve removal of the thrombus. There are several factors that can contribute to the inability to remove thrombus including thrombus composition and length. As per the instructions for use (IFU) ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ hemorrhage and stroke are known potential complications associated with the revive se. The root cause of the event could not be determined; however, the patient had presented with an infarction with arterial occlusion and the post procedure event was most likely a continuation of the pre-existing condition. With the information available and without the product available for analysis the complaint could not be confirmed. The device history record (DHR) review confirmed that the product met specifications. It is difficult to draw a clinical conclusion between the device and the event based on the information available; however, there are possible patient, procedural, and pharmacological factors may have contributed to the event. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the (B)(6) study (patient (B)(6)), during a thrombectomy of an occlusion in the right middle cerebral artery (m1) of the internal carotid artery, a 4.5 mm revive se thrombectomy device (frs21452299/t10111) was deployed twice at the target lesion but the thrombus could not be removed. Percutaneous transluminal angioplasty (pta) was performed but recanalization was not obtained. The procedure was completed with a thrombolysis in cerebral infarction (tici) perfusion score of 0. The patient¿s national institutes of health stroke scale (nihss) score was 20 which is indicative of a moderate to severe stroke. The patient¿s target cerebral infarction deteriorated on the following day, (B)(6) 2017. The patient suffered from altered consciousness, speech and sensory impairment, aphasia, and left-sided upper extremity hemiplegia. The patient was administered cilostazol on (B)(6) 2017. Extensive cerebral infarction was observed as sequelae on (B)(6) 2017. The patient¿s vessel was not calcified. The level of vessel tortuosity is unknown. A 90 cm fubuki (asahi intecc) guiding catheter, a 150 cm marksman microcatheter, and another thrombectomy device (penumbra) were used for the case. Prior to the index procedure, the patient¿s alberta stroke program early CT score (aspects) was 6, nihss score was 20, and tici was 0. The treatment vessel diameter of the proximal portion was 3.8 mm and the distal portion was 2.5 mm. There was reportedly no stenosis proximal to the occlusion. Tissue plasminogen activator (tpa) was not administered. The product will not be returned for analysis. No further information was provided.